Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of a system revision due to vegetation on leads. There were no additional adverse patient effects reported. The pacemaker was explanted.